Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: four were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to a test controller. Controller log files were not available for analysis. As a result, the reported event could not be confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported power switching event can be attributed to communication errors and/or momentary disconnections between the controller and batteries. However, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries. Additional products: d1: heartware ventricular assist system -battery d4: serial#: (B)(6). H3: yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system -battery d4: serial#: b)(6). H3: yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system -battery d4: b)(6). H3: yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1103, vad implanted: (B)(6) 2018 additional products: brand name: heartware ventricular assist system -battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: (B)(6) 2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, device available for evaluation: no, mfg date: 23-jun-2018, labeled for single use: no, (B)(4), brand name: heartware ventricular assist system -battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019/serial#: (B)(4) UDI #: labeled for single use, device available for evaluation: yes, return date: (B)(6) 2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, device available for evaluation: no, mfg date: 23-jun-2018, labeled for single use: no, (B)(4), brand name: heartware ventricular assist system -battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019/serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: (B)(6) 2020, device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, device available for evaluation: no, mfg date: 23-jun-2018 labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching. The patient would hear a beep and then notice that the battery source would switch to the other battery. The amount of charge on the batteries were unknown at the time of the switching. No alarms were noted on interrogation and no ventricular assist device (vad) stops were observed. The batteries were replaced. No patient complications have been reported as a result of this event.